Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the dirt on objective lens is cause not established and for adhesive around light guide lens had corrosion, no image and screen turn white is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that dirt on objective lens, adhesive around light guide lens had corrosion, no image and screen turn white was found. There was no patient involvement.